Manufacturer narrative:
Additional information has been requested from the healthcare provider. There has been no response at this time. There is currently insufficient information to determine the root cause of this event. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that this patient with a 19mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of approximately three (3) years, five (5) months due to aortic stenosis. The tavr procedure was performed with a 20mm edwards transcatheter heart valve and concluded with no pvl and a gradient of 14mmhg. No additional details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.